Event description:
Hub area on PICC line extension cracked, causing blood to feed back into the PICC line, the quad extension, and onto bed. The infant had no signs of significant blood loss; vital signs were stable and within normal limits after the event.